Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports her blood glucose had been high through the day and then she applied a pod. While wearing the pod between 1 and 4 hours she reports her blood glucose level dropped to 50 mg/dl, when checked again after 90 minutes her reported blood glucose level was between 120 mg/dl and 130 mg/dl. The patient reports the needle did not retract and caused some pain.